Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated.

Event description:
The manufacturer became aware of a literature published by department of trauma and orthopaedics, huddersfield royal infirmary in united kingdom. The title of this report is ¿retrospective review of patients with atypical bisphosphonate related proximal femoral fracture¿ which is associated with the stryker ¿gamma nailing¿ system. The article can be found at http://dx.doi.org/10.1016/j.injury.2017.03.025. This report includes research done on 185 patients between the period april 2009 and march 2014. It was not possible to ascertain specific device details or patient information from the report, or to match the events reported with previously reported complaints. Therefore, new complaints were initiated in the system for the post-operative complications mentioned in the report. This product inquiry addresses non-union which referred for bone stimulation. The report state at 9 months follow up, some callous but not sufficient, therefore referred for bone stimulation (exogen).